Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a blood glucose of 335 mg/dl with nausea/vomiting and drowsiness associated with an allegation that the pump may have been delivering inaccurately. The pump was reviewed with the reporter and found that the pump basal and bolus settings were correct, the basal deliveries reflected the programmed rates, the basal totals matched the total daily dose basal, the boluses recorded were all as programmed, and the bolus totals matched the total daily dose bolus total. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with the allegation of a pump delivery issue.